Event description:
It was reported that a needle clog occurred during use with a pen needle 31x8. The following information was provided by the initial reporter, "he used 12 needles prior to his lunchtime injection before he could inject this medication successfully. He claims the needles were blocked, but not bent. He has been experiencing this problem for an extended period of time now." 20 occurrences were reported.

Manufacturer narrative:
Investigation summary: lot# 8247217 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 10pcs retention samples and all no needle clog found. Total 63 pcs returned samples received on oct 24th and all pass the clog test. Based on investigation, the root cause cannot be concluded.

Manufacturer narrative:
(B)(6). Investigation summary: 1.lot#: 8247217 DHR was reviewed and no qn found; 2.manufacture records were reviewed, no abnormal was found. 3.pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. 4.clog test was conducted on 10pcs retention samples and all no needle clog found. 5.no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 6.base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: lot#: 8247217 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 10pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that a needle clog occurred during use with a pen needle 31x8. The following information was provided by the initial reporter, "he used 12 needles prior to his lunchtime injection before he could inject this medication successfully. He claims the needles were blocked, but not bent. He has been experiencing this problem for an extended period of time now." 20 occurrences were reported.